Event description:
Sales rep called to report that there was a leak of IV fluid from a mp1000-c and baxter interlink extension set. The hosp product support manager sent in a picture of a mp1000-c and baxter interlink extension set that appears to be leaking while on a nicu pt. There was no pt harm reported and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.